Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via mail that they experienced high blood glucose level of 480 mg/dl. Customer's blood glucose value was 480 mg/dl. Customer started using the pump and last week had high blood sugars and was attempting to bolus with pump to correct blood glucose level of 480 mg/dl and couldn't recommended to not use pump until she has had training. The product was not returned for analysis